Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. On april 27, 2016, isi followed up with the customer to inform them of the results of the failure analysis investigation and the missing segment with crimp. On (B)(6) 2016, the customer contacted isi and confirmed there was no patient impact. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during a da vinci surgical procedure, a wire was found broken on the large needle driver instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.